Manufacturer narrative:
All product features corresponded with the valid specifications of the waldemar link (B)(4) at the time period, when the product was delivered to the customer. We have not been able to conduct a more "comprehensible" investigation regarding the removal of the rotating hinged total knee prosthesis due to the fact that we received no surgery reports and no x-ray images of the reclaimed prosthesis. The patient had "an" obesity (bmi = 34,6). In our instructions for use obesity is described as a "circumstance that can interfere with the success of an operation". The IFU refers also to the surgical technique of the relevant prosthesis system for indications and contraindications, where obesity is described as a relative contraindication. The investigation of the complaint sample showed no deviations and gave no indication which led to conclusion of a material or manufacturing fault. The report is delayed due to inconsistencies with regard to foreign event reporting to FDA. After re-evaluation of the complaint we determined that it is reportable. We have addressed the inconsistency in reporting foreign events to FDA through CAPA-(B)(4).

Event description:
"Patient complained of instability following original implantation on (B)(6) 2013. Revision carried out (B)(6) 2015". Incident description from distributor.